Event description:
Customer reported that the system displayed at "stator error". I am unsure if this was before a case or during a case. I do know that another carm was used to complete the procedure and the pt was unharmed.

Manufacturer narrative:
Gehc service personnel booted the system several times and took several xrays. I moved the hv cable assy and rotated the c in all directions and was unable to duplicate the error.